Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Approximately 5 months post-implantation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 13 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient underwent a closed reduction procedure approximately five months post-implantation due to dislocation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.